Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of contacts that need to be cleaned. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, e216 (scope communication error) was found to be most likely due to corrosion on the plug unit. There was no patient involvement.